Event description:
I used poligrip and fixodent from 2004 to 2009. While I was using these denture creams, I began experiencing numbness and tingling in my extremities. I had many MRI's and cat scans, an emg plus a lot of pain. It feels as if my legs and feet, and toes are getting deformed. Always cold, numbness, tingling etc. All the doctors that I saw could not give me answers. They thought it might be (pad) but I had 2 tests, each at different times. Always negative. Granted double by pass surgery in 2006. This had nothing to do with all other symptoms. Dose or amount: denture cream, frequency: 1-2 times a day, route: oral. Dates of use: 2004 - present. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped: no.